Event description:
Customer reported a pump malfunction alarm occurred during pumping. There was no adverse impact to the customer's blood glucose level. Customer, already familiar with similar issues, was instructed by technical support to use mdi as a backup therapy while a replacement pump, which was confirmed to be under warranty, was shipped. Customer was guided to put the pump into storage mode before returning it with a pre-paid label, acknowledging the instructions provided.